Manufacturer narrative:
Manufacturer's investigation conclusion: it was reported that the patient received a routine heart transplant. No device related issues were reported. (B)(6) was returned assembled with the pump cable severed approximately 5¿ from the pump header. An additional portion of the pump cable was returned, measuring approximately 13.5" inches, and the distal portion of the pump cable (including the inline connector) was also returned attached to the modular cable. The outflow graft was returned attached to the pump cover outlet port with the outflow graft bend relief engaged to the graft attachment hardware. An additional portion of the outflow graft measuring approximately 5¿ was returned. The outflow graft clip was returned properly seated over the outflow graft hardware. The apical cuff was returned secured with the cuff lock fully engaged. Upon disassembly of the returned pump, examination of the blood-contacting surfaces revealed no evidence of depositions or thrombus formations that would have contributed to a flow or functional issue. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. The left ventricular assist device event and periodic log files retrieved from the returned device captured the device functioning as intended. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. Incidental findings: evaluation of the returned device revealed an extrinsic outflow graft obstruction. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU, and the heartmate 3 lvas patient handbook, are currently available. The IFU lists potential adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. The IFU also outlines considerations for pump placement and provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. This document instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Additionally, the IFU cautions the user: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure" and "stretch the sealed outflow graft completely prior to measuring and cutting the graft to the appropriate length." The IFU and patient handbook also contain information on how to clean and care for the driveline. Both documents instruct the user to keep the driveline clean and check the driveline daily for signs of damage, such as cuts, holes, or tears. The patient handbook also cautions users to call their hospital contacts if they think the driveline is damaged (or might be damaged). The IFU and the patient handbook provide additional instructions regarding driveline care and inform the user to clean exterior surfaces of the driveline cables with a damp, lint-free cloth and if more aggressive cleaning is needed, to use warm water and mild dish soap. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient underwent a cardiac transplant.